Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a manual insulin injection. Customer reported changing pump supplies every 3 days, and that they weren't performing the air removal step when filling the cartridge with insulin. Customer was instructed to change trusteel infusion sets every 2 days, and was educated on the proper air removal process per the user guide. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery.